Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon impacted it with a mallet.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Reported information states that the surgeon impacted the poly trial construct and handle with a mallet to get it to seat all the way down in the knee, and this is when both pieces broke. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasps. The complaint is considered confirmed as the returned tasps are fractured. The likely condition of the parts when they left zimmer biomet control are considered conforming based on the manufacturing review and returned product.